Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that during the procedure for treatment of a non-calcified, mildly tortuous, 90% ulcerated stenosis at the level of the right internal carotid artery bifurcation, a 6 x 8 x 40 rx acculink stent was deployed at the target lesion. The physician experienced resistance retracting the pullback handel during stent deployment followed by the stent moving forward approximately 1 mm. The stent was implanted in the target lesion but 1 mm of the lesion remained uncovered due to the stent movement. The uncovered segment of the lesion was treated with balloon angioplasty. Although there was a clinically significant delay in the procedure, there was no adverse patient sequela and the patient is reported as doing fine. No additional information was provided.